Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:no observations are performed for the complaint as the event is no complaint against the device. Additional observations: deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Later, healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Previous medwatch submission noted rupture. There was not a complaint reported against this device, and it was reported in error. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. The device has been explanted and replaced.